Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the cubie in row b in drawer 1.1. Was failed. A field service engineer reseated the row board cable, tightened the drawer hardstop and tested the drawer in hardware test application. The fse found that all the cubies in row b except for one kept failing. So, the fse removed all the cubies, cleaned off the contacts, adjusted the bus cable. Further the fse found that the cubies in half height drawer 1.1 row b was failed. So, the fse moved the cubies to a different row, there found that the problem stayed with the b row. So, the fse replaced the row tray for b and retested the drawer. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es, the drawer 1.1 had hardware failure. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.